Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a prostar xl device relative to a cardiac valve replacement procedure. Reportedly, there was bleeding at the access site associated with difficult deployment of the prostar. Manual compression was applied. Additionally, a femostop was used. Balloon inflation was performed along with application of an angioseal. These methods were used to achieve hemostasis. The patient was discharged from the hospital on (B)(6) 2020. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI# is unknown because the part and lot numbers were not provided.b3, b6, d11. G4: the date received by mfg, on the initial MDR, should have been 05/01/2020. H6: device code 2577 removed.

Event description:
It was initially reported that an arteriotomy closure of an unspecified vessel was attempted using a prostar xl device relative to a cardiac valve replacement procedure. Reportedly, there was bleeding at the access site associated with difficult deployment of the prostar. Manual compression was applied. Additionally, a femostop was used. Balloon inflation was performed along with application of an angioseal. These methods were used to achieve hemostasis. The patient was discharged from the hospital on (B)(6) 2020. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed medwatch report, additional information was received: it was reported that right femoral arteriotomy closure was attempted with a prostar device relative to a transcatheter aortic valve implantation (tavi) procedure. The initially reported "difficult deployment" was clarified as the sutures of the prostar did not result in adequate hemostasis. Reportedly, prostar sutures did not result in adequate hemostasis, with ongoing bleeding despite the addition of an 8f angioseal. Contralateral access was obtained, and prolonged (20 mins) balloon inflation applied, with trivial bleeding. A femstop was applied for 2 hours at 40mmhg. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.